Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly mechanical loosening of tibia. Component not revised: advance primary femoral - product ID kftcpc5r lot no: ni. Additional information: right knee patella from stryker.